Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11354. It was reported the pt had felt uncomfortable shocks or jolts whether her system was on or off. A review of the device MFR's system determined the pt was implanted prior to (B)(6) 2001. The pt reported the stimulation was felt in her ribs when the system was turned on. The physician believed the leads may have moved and are irritating an area. The pt had requested to have the scs system removed. It was reported the physician planned to explant the system at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.